Manufacturer narrative:
Results of device eval will be filed in a supplemental report once complete.

Event description:
The nurse observed leakage near the oval disk during flush with saline solution 0.9%, using 10ml syringe.